Manufacturer narrative:
Patient identifier (B)(6) and it's MFR report number 1644408-2017-00271 are being voided; it will not have additional information. Patient identifier (B)(6) was found to be a duplicate of patient identifier (B)(6) that was filed on 31 mar 2017. Patient identifier 0(B)(6) MFR report number is 1644408-2017-00201.

Event description:
Revision surgery - due to the modular shell disassociating from the stem. The problem was that the original surgeon did not impact the shell hard enough to the stem to lock it in. We replaced the shell, liner, and glenosphere and the outcome was successful.